Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
On 09/02/2022, it was reported by a sales representative via sems that a ar-7715 ucl internal brace implant systems drill threads got caught in the drill guide. This occurred during an unknown case and a new kit was opened to use the drill in the case. There was no patient effect reported.